Event description:
It was reported that the patient with this pacemaker called technical services (ts) stating that they were in the hospital due to arrythmias that are related to pacing. The patient stated that the device is not functioning as expected and that it had been checked multiple times. Technical services (ts) recommended in clinic follow up with the physician. The information provided by the patient was not confirmed by the health care professional (hcp). This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.